Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 36. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and swelling. No further patient complications were reported.